Manufacturer narrative:
The brake pads were adjusted on all brake casters and the brake steer pedal was replaced to resolve the issue.

Event description:
The account alleged it was difficult to set the brake steer pedal into brake mode and that once the pedal was set to brake mode on one side of the stretcher the brake casters would not hold. No injury reported.